Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer stated that there was a short period of time when the meter would send the blood glucose value over to the pump, but he would not have the option to update the sensor. Customer stated that he reported it to the local mdt rep who trained him and she could not understand why because he was doing every thing right. Customer stated that the issue lasted a few days but has not recurred. Explained if bg value is less than 40 or greater than 400 option will not show. Nothing further was reported.